Manufacturer narrative:
Block b3: the date of the event was approximated to 4/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a polypectomy procedure for polyps performed on an unknown date. During the procedure, the snare was unable to cut off the polyp, and the snare loop did not extend sufficiently from the catheter. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.